Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving a failed battery test with new batteries. Customer reported that insulin pump was not responding to first new battery change, insulin pump would respond after about the fourth battery change. Customer's blood glucose was unknown. Customer reported to have been hospitalized for a week but was not diabetes related. Customer declined further troubleshooting for failed battery due to already attempting to troubleshoot on his own. Customer was advised that battery cap would be sent.